Event description:
Five separate perclose device suture failures. Failed percloses removed from patient and new perclose devices inserted and deployed. Four failed from lot number 4052341 and one failed from lot number 4040442.

Event description:
Five seperate perclose device suture failures. Failed percloses removed from patient and new perclose devices inserted and deployed. Four failed from lot number 4052341 and one failed from lot number 4040442.